Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device replacement procedure, lead fracture was observed due to noise. The lead was capped and replaced on (B)(6) 2016. No complications with the patient was reported.